Manufacturer narrative:
Concomitant medical product: vedr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a warning for low impedance. The ra lead remains in use. No patient complications have been reported as a result of this event. It was further reported the right ventricular (rv) lead impedance was gradually rising over time. The rv lead remains in use.